Manufacturer narrative:
The device investigation has been completed and the results are as follows: DHR results: lot number was not provided- DHR could not be reviewed. Stock product reviewed results: the packaged stock product is not applicable for review since no defect was observed from the returned product. Investigation methods/results: the implant was returned, but not in the original packaging. The part was measured and verified to be a hahn tapered implant 5.0mm x 8mm (70-1154-imp0011) using radiographic template (pk-209-062515). This differs from the device mentioned on the complaint. Complaint specialist reached out to the practitioner and confirmed the implant size but was unable to provide the lot number. There was no defect or non-conformity observed and the threads were intact. Bone debris was observed in the threading of the implant. Root cause: "loss of osseointegration" is a common complaint in regards to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes. Although the root cause for loss of osseointegration is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors. Per the reported information, the patient had signs of infection and granulation/fibrous tissue around the implant. IFU 3027904 rev 2.0 (hahn tapered implant system) contains the following statement in precaution section surgical procedures: "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual and copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to." IFU 3027904 rev 2.0 (hahn tapered implant system) contains the following statement in warning section: "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." The IFU also contains the IFU following statement in warning section: the implant site should be inspected for adequate bone by radiographs, palpations and visual examination. Determine the location of nerves and other vital structures and their proximity to the implant site before any drilling to avoid potential injury, such as permanent numbness to the lower lip and chin.

Manufacturer narrative:
The device has not been returned. When the device is returned an investigation will be carried out and a supplemental report will be submitted.

Event description:
It was reported that the hahn tapered implant failed. The patient has bone type I. There is no medical or dental history prior to implant. The patient presented on (B)(6) 2018 for primary procedure on tooth #14. The patient returned on (B)(6) 2021 with complaints of pain. Upon examination the provider notes signs of infection and granulated tissue around the implant. The implant loss osseointegration. The patient returned on (B)(6) 2021 and it was at that time the device was removed. The implant has since been replaced.